Manufacturer narrative:
The device was received by the resmed technical service center. The device logs were sent to the manufacturing facility for a more extensive engineering investigation. Review of the device logs confirmed the battery inoperable alarm. Based on previous investigations of similar complaints, it was determined that the device fault was due to an isolated component failure of the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral device was being used for training purposes, it displayed a battery inoperable alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.